Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the x-arm above the secondary rack of the pipetter assembly was out of adjustment. The arm was adjusted, the instrument was tested without further problem, and returned to service.